Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the one grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. The electrical continuity testing passed. Engineering also found the blades were corroded both sides with visible missing materials eaten up. The damage was most likely due to improper cleaning. Engineering also found various scratch marks on the distal end of the main tube showing light material removal. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube, which found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the monopolar curved scissors (mcs) instrument was not closing while the surgeon was performing a bladder neck resection. The mcs instrument with the mcs tip cover accessory installed was removed and upon inspection of the mcs instrument, the cable on the instrument was noted to be broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action number 2955842-051613-005 to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.